Event description:
It was reported that the patient presented patient presented during clinical follow-up. Upon interrogation, it was noted that the device was found in backup-model. Programming changes were completed. The patient was in stable condition.